Event description:
Lmt has received information that a patient has decannulated him/herself during therapy in CPAP mode. The healthcare professional reported that the device did not alarmed in this situation. Enquiries with the user revealed that the patient was immediately connected back to the therapy device and that no patient, user or third party was harmed. At the moment we need more information about this potential incident. We have tasked our technical support to gather further information about this potential incident.

Event description:
Löwenstein medical technology has received information that a patient has decannulated him/herself during therapy in CPAP mode. The healthcare professional reported that the device did not alarm in this situation. Enquiries with the user revealed that the patient was immediately connected back to the therapy device and that no patient, user or third party was harmed.